Event description:
It is reported that customer experienced button malfunction. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, a cracked case at the reservoir tube window and minor scratches on the lcd window.